Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 33 low flow alarms have been logged since (B)(6) 2016. One (1) vad disconnect alarm was logged on (B)(4) on (B)(6) 2016 at 16:46:01 indicating the driveline had been disconnected from the controller. Visual inspection performed by the transplanting surgeon revealed a visible clot inside the pump on the center post region, confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the low flow alarms observed in the log files can be attributed to clot formation at the inflow cannula which likely got ingested into the pump as stated in the event details. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Based on the available information clinical factors that may have contributed to the reported event are multifactorial and may be attributed to the thrombus noted and removed at the time of implant and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Though the root cause of the reported event cannot be conclusively determined; there are patient and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation.

Event description:
It was reported that the patient was implanted on (B)(6) 2016 for dilated cardiomyopathy. It was noted at preop echo that there was clot in the lv prior to implant. The lv was inspected at the time of implant and all removable clot was excised. The patient received a heart transplant on (B)(6) 2016 and upon removal of the pump the surgeon states that there was visible clot inside the pump on the center post region looking down through the inflow cannula. He also stated that there was old clot in lv and pa. The patient was not bridged with heparin post op, however 325 mg aspirin was initiated post-operative day 1. The patient was started on coumadin on post-operative day 1 at 5 mg. There were no clinical signs of thrombus and pump parameters remained normal. Pump thrombus was not suspected prior to transplantation. Patient received a heart transplant. He was 1a at the time of transplant due to being a pediatric patient with a durable lvad. There was no suspicion of pump thrombus prior to transplant.